Event description:
Sales rep reported on behalf of the customer that the tip broke off the instrument.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.